Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a crack in the tip/shaft transition area of the catheter with internal parts exposed. Initially, it was reported that a broken catheter was observed outside the patient. The damage did not result in wires being exposed nor any lifted or sharp rings. There was no resistance or difficulty during the insertion or removal of the catheter. The broken catheter issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 12-apr-2024, the catheter was observed cracked in the tip/shaft transition area with internal parts exposed. This was assessed as MDR reportable with an awareness date of 12-apr-2024.

Manufacturer narrative:
E1. (B)(6). E1. (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual inspection was performed, and the catheter was observed cracked in the tip/shaft transition area with internal parts exposed. Evidence of proper manufacturing assembly was observed as sufficient adhesive around the tip/shaft transition area was observed. A manufacturing record evaluation was performed for the finished device lot number 31210835l and no internal action was found during the review. The issue reported by the customer was confirmed. The damage observed could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).